Event description:
It was reported that during a laparoscopic cholecystectomy, the clip was unformed. The device was used on the cystic artery. The same event occurred in the 2nd device. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Additional information: did "unformed clips drop or eject from device?" Please provide more detail regarding issue. ---some clips ejected before fed into the jaws. Did unformed clips fall into patient? Were unformed clips retrieved? ---no. Any change to procedure or post-op patient care? ---no. The analysis results found that the er420 instrument was returned with the top shroud cracked. A bag with a malformed clip was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device for functionality the device was cycled, fed, and formed nine clips as intended and it ejected eight clips. Finally, it locked out as intended. It could not be determined what may have caused the top shroud damage; however, it is known from the history of the device that the condition of the shrouds may lead to ejected clip. The batch record was reviewed and no anomalies were noted during the manufacturing process.